Manufacturer narrative:
The system was installed on (B)(6) 2012 and this was the first event of it's kind related to this system. The hologic selenia dimensions system service manual, man-05240-001, chapter 3: installation and configuration, section 3.5.4 input power configuration states for the gantry power cable connection "have a certified electrician hard wire the opposite end of the input power conduit into the power source via a disconnect panel." It could not be determined that any recent hologic or facility service of the system contributed to this event occurring.

Event description:
It was reported that "left foot paddle, you can feel electricity shock through legs." Additional information provided by the technologist noted that on (B)(6) 2019 .she felt an electrical shock in her leg while using the left foot pedal. This was the first time this issue had occurred and was not reported that day. The next day the technologist again felt an electrical shock when using the x-ray hand switches. No injury reported. A field engineer was dispatched to the site. It was determined that the incoming ground wire from disconnect was connected improperly to the terminal block and not to the grounding lug on the back of the gantry. A ground lug was installed and the fe attached the incoming ground wire from the disconnect to the grounding post on the rear of the gantry. The ground leakage was then checked. The technologist reported the issue has not reoccurred.